Manufacturer narrative:
Additional information: g3, h3, h6. 1st implant deployment was not performed properly or completely. During evaluation, both implants were able to be pushed. Implants were confirmed not to be broken. The complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/14/2025, a representative reported via (B)(4) that an ar-1926bcsp 3.5mm pushlocks anchor portion fell apart into two pieces they got down to the bone. This occurred during a case with no harm to the patient. Additional information was provided on 06/18/2025 via phone, where the sales representative stated this event occurred during a rotator cuff augmentation. All fragments were retrieved. The patient had a really good bone quality. There was a 30-second delay that required no additional anesthesia, and another ar-1926bcsp 3.5mm pushlock was used to complete the case.